Event description:
It was reported the device keeps beeping. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a damaged downstream sensor nub. The tamper seal was broken. Review of the event history log (ehl) showed multiple high pressure." The device was powered on and inspected as part of the functional test, and the reported issue was duplicated. The downstream sensor nub was damaged which caused continuous alarm. As a result, the downstream sensor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.